Event description:
The dealer called in to report that the client uses the arms to help transfer in and out of the wheelchair and the arm socket broke. No injury reported.

Manufacturer narrative:
(B)(4) model prox4s, serial number/date (B)(4) is approximately 3 years , 5 months old. The owner's manual part number 1125104, rev.e (may-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event for additional information; however, no further information has been received. The maintenance history of the device is unknown. The malfunction has not been confirmed.